Event description:
The psc026 was inserted into the guide catheter. It would not advance. Upon inspection, it became apparent that the psc026 was flattened. A new catheter was opened and the case was completed successfully.

Manufacturer narrative:
Technical evaluation: there is a flat spot in the flexible distal tip of the device. There is also a less obvious ovalization just proximal of the color change. The incident is confirmed as reported. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra 08/28/2009. A review of the device history record (DHR) was completed on part # 0587 (lot # l14523). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14523) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4). The parts released in this lot met process requirement.